Manufacturer narrative:
Concomitant products: product ID 3889-33, lot# v541122, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the healthcare provider reports a por (power on reset) condition. The message appeared following a emi (electromagnetic interference) exposure. Patient reports their implant keeps saying por when interrogate with patient programmer. Patient had this happen once in december, a few days before (B)(6). Also, patient had this happen again recently and patient was being seen by hcp (healthcare provider) the day of reported event date who confirmed por event and implant was off. Also, had to reenter serial number. Patient did have cardioversion/defibrillation on their heart on (B)(6). Caller states there were not any low battery indicators that were tripped and right now it says 80 months on battery life. Also, impedance shows normal limits. Caller to turn patient back on. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.